Event description:
This case was cross referenced with cases: (B)(4) (cluster cases). This unsolicited case from united states was received on 26-aug-2016 from a physician. This case concerns a male patient of unknown age who received treatment with synvisc one and after 1 day experienced knee swelling and after few days experienced knee effusion. No past drug, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: not provided) into unspecified knee for osteoarthritis. On (B)(6) 2016, one day after the injection, the patient experienced swelling. On an unknown date in (B)(6) 2016 few days after the injection, the physician drained the injected knee and administered a steroid injection. It was reported that the patient was recovering and had nearly recovered. Corrective treatment: steroid injection for both the events. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for both the events.

Event description:
This case was cross referenced with cases: (B)(4) (cluster cases). This unsolicited case from united states was received on (B)(6) 2016 from a physician. This case concerns a male patient of unknown age who received treatment with synvisc one and after 1 day experienced knee swelling and after few days experienced knee effusion. No past drug, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: not provided) into unspecified knee for osteoarthritis. On (B)(6) 2016, one day after the injection, the patient experienced swelling. On an unknown date in (B)(6) 2016 few days after the injection, the physician drained the injected knee and administered a steroid injection. It was reported that the patient was recovering and had nearly recovered. Corrective treatment: steroid injection for both the events. Outcome: recovering for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for both the events additional information was received on 02-sep-2016. Global ptc number and results were added. Text was amended accordingly.